Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event date: exact date of event is unknown, reportedly the event occurred sometime in 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: it was reported not all the devices were removed during the explant procedure, but it is unknown which devices were explanted and which remained in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code hwc. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2018, due to a nonunion and hardware failure. Patient initially had an open reduction and internal fixation surgery on (B)(6) 2018, to treat a left distal humerus fracture. The implanted devices were variable angle distal humerus plate, variable angle-lcp lat distal humerus plate, eight (8) variable angle locking screw self-tping with t8 stardrive, variable angle locking screw self-tping with t8 stardrive, variable angle-lcp proximal olecranon, and four (4) ortex screw self- tapping. The procedure was completed, and all hardware was removed intact. The fracture was reduced, and an unknown variable angle elbow plate with unknown screws were used for fixation. The procedure was completed successfully, and the patient was stable. This report is for one (1) 2.7 mm va lckng screw slf-tpng with t8 stardrive recess 50 mm this is report 8 of 10 for (B)(4). Due to a limit of impacted products per complaint, this complaint is a continuation from complaint (B)(4).